Manufacturer narrative:
This lead is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead dropped leading to an inappropriate shock being delivered. This lead was then explanted and replaced. No additional adverse patient effects were reported.